Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation summary: functional examination of the returned device revealed the inability to retain a mating device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the handle locks up while in use. There was no surgical delay.